Event description:
As reported, this patient was originally taken to the or on october 5, 2008 for repair of a symptomatic focal penetrating ulcer of the distal descending thoracic with aneurysmal changes. A gore tag thoracic endoprosthesis was implanted and the lesion was successfully treated. On three subsequent cta, it was noted that the original sac was becoming progressively smaller; however, the patient experienced some back pain. Another cta revealed that there were ectatic changes of the descending thoracic aorta at the level of the proximal end of the graft. A reintervention took place on in late 2008, and another gore tag thoracic endoprosthesis was used to extend 5cm proximal to the original device. The case went well. No further info is available.

Manufacturer narrative:
A review of the manufacturing records for the device was not possible since the device lot number was unavailable.